Event description:
It was reported that a neurostimulator patient was in a car accident and suffered injuries from the seat belt to his stimulator implant site. The patient complained of shocking sensation while in the ER. The patient was admitted to the hospital and the hcp decreased his stimulation parameters so that the stimulation was more comfortable for him. On (B)(6) 2011 the patient had his existing system replaced. The surgery was uneventful with both leads and the stimulator being removed successfully. The removed system was replaced with 2 new leads and a new stimulator. The patient experienced a bowel obstruction with the leads wrapping around the small bowel on (B)(6). The small bowel was untangled from the leads and the leads were tacked up to the abdominal cavity with 4 tacks. The patient was still recovering in the hospital as of (B)(6) 2011. He was experiencing gastroparesis symptoms that are typical for him. The surgeon feels that the patient's bowels were swollen and also was predisposed to bowel obstruction due to an underlying dx of cerebral palsy. This was the second bowel obstruction due to the leads that this patient has experienced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).